Event description:
A customer reported a malfunction alarm in their tandem pump, identified as malfunction code 6. The customer declined to disclose if the issue caused their blood glucose levels to exceed 500 mg/dl. Customer technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer continued to use the pump for insulin therapy.